Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was admitted to the hospital experiencing heart failure symptoms. Upon interrogation, the pulse generator exhibited inappropriate programming. The device was reprogrammed.